Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fast heart and pauses. Intermittent pacing was also noted. The device appears to be operating as programmed. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.